Event description:
Deterioration of rubber/latex catheter and balloons. The co states they are no longer mfg the product. There may be distributors still selling the item. Rptr's facility purchased 20 catheters in 2/93. There is no expiration date on the item, but rptr was told by customer svc that it is co policy not to credit items over one yr. Rptr's facility purchased the catheters at $13.20 each in good faith and hoped to use them within the yr; because they did not, the product has deteriorated and probably had before the discovery. Rptr states this is poor co policy and poor public relations.